Event description:
The patient reported that the device moves and wondered if their body could reject the device. The device changes positions and it gets warm around the area of the chest. The patient noted that the device moved so that the lead wires could be felt on top of the device. The patient also reported that the device was repositioned and that the physician "put a stitch in it" but the device moved again and that "within 3 weeks the stitch had broken." The patient also stated that the device's patient alarm had gone off twice but the device check didn't show anything according to the physician. Follow up with the physician's office noted that device was repositioned a few months ago but it is unknown if the device had actually migrated. The device function has always been normal and an alert has never triggered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 6947 implantable tachy lead: (B)(6) 2003. 5076 implantable pacing lead: (B)(6) 2001.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.